Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on implanting the port, inserting the catheter, tunneling the catheter and connecting the catheter to the port. Therefore, the product labeling will be considered adequate. Investigation summary: one x-port isp with attached groshong catheter and one cathlock were returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for a partial catheter fracture, as a t-shaped partial fracture was identified in the catheter between the 19 and 20 cm depth markers. The circumferentially aligned edges of the fracture appeared to be rounded and the fracture surface near the rounded edges appeared to be smooth. There appeared to be slight buckling in the catheter in the vicinity of the circumferentially aligned portion of the fracture. The edges of the longitudinally aligned portion of the fracture appeared to be sharper and the respective fracture surface appeared to be granular. The characteristics of the observed partial fracture are consistent with fracture, naturally worn and deformation due to compressive stress issues. Additionally, two partial circumferential creases were identified between the 20 and 21 cm markers, and holes near the proximal end of the catheter were identified. Leaking was observed at the fracture sight and proximal holes which is consistent with a fluid leak issue. Necking under tensile stress was observed at the fracture and crease sites. The characteristics of the circumferentially aligned portion of the partial fracture are consistent with damage accumulated through flexural fatigue. The definitive root cause could not be determined based upon available information. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year four months post port device implant, the port catheter was found allegedly leaking subcutaneously with diffusion of chemotherapy product. It was further reported that opacification was demonstrated on radiographic imaging. Reportedly upon removal, catheter rupture was identified. The patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiration date: 03/2022.

Event description:
It was reported that approximately one year four months post port device implant, the port catheter was found allegedly leaking subcutaneously with diffusion of chemotherapy product. It was further reported that opacification was demonstrated on radiographic imaging. Reportedly upon removal, catheter rupture was identified. The patient status is unknown.